Manufacturer narrative:
Date rec¿d by MFR : 28feb2019, date of report : 30aug2019. Serial number of device was confirmed to be (B)(4). The service technician confirmed the motherboard rp-pcba, cpu and the device are again fully operational. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. Serial number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit has a defective emergency alarm message. The customer reported there was no patient involvement. The event date was not specified; estimate used.